Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident was 535 mg/dl. Customer's current blood glucose was 287 mg/dl. Customer reported symptoms related to their high blood glucose levels included nausea. Customer reported that there are air bubbles in the reservoir. Troubleshooting was done. Product is expected to return.